Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.1 x 7.5 cm abdominal aortic aneurysm. The left iliac artery was 22, 21, 20 mm in diameter from proximal to distal. The left external iliac artery was 7 mm ¿ 6 mm in diameter and it was 28 mm in length from the left internal iliac to a bend. The right iliac artery was 10 mm in diameter. It was reported that there was a right limb occlusion which required the patient to have a fem-fem bypass procedure to be performed. The physician stated that the cause of the event related to patient anatomy; specifically, small and tortuous iliac arteries. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.